Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign material in the air/water tube and air/water cylinder, other evaluation findings are as follows: the suction cylinder had no color; the screw stopper was replaced for preventative maintenance; the image had roughness due to a damaged charged coupled device unit; the bending angle in the down direction did not meet the standard value due to wear of the angle wire; the objective lens had a chip; and the adhesive on the bending section cover was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The demo colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was foreign material found in the air/water tube and air/water cylinder. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel and air/water cylinder was unable to be further specified. Moreover, no physical damage of the device was confirmed at where the foreign material was remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.